Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported there was no infection on the device. It was a pocket revision. The infection was reported as being resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the previous system was explanted on (B)(6) 2017 secondary to infection. No further complications were reported. Follow-up was conducted.